Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Approximately ten years ago, this patient was implanted with a surgical graft to treat a congenital abnormality of the aorta. On (B)(6), 2011, this patient was implanted with three aortic extender components to treat stenosis. The first two aortic extender components were placed and ballooned with a cook coda balloon. The ballooning caused a dissection of the aorta. A third aortic extender component was placed to try and repair the dissection. The patient continued to bleed out. The patient was converted to open repair. The patient expired and the cause of death was a ruptured aorta and loss of blood.